Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an error message on the system that resulted in the system powering off on its own. The technical service engineer found that multiple faults occurred on the master tool manipulator and advised the customer to power down the system and disconnect the console that was faulting. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgeon switched to their other console and completed the procedure robotically.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed a related error 307 pointing to missing nodes then replaced the right master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was tested and the reported system shutting off issue was confirmed but not replicated. In lighthouse, the 32097, 25730, 32125, 32126, 32133 errors were found confirming the fault occurred in field. Upon visual inspection, no issues were found that would be related to the reported event. The unit went through the sftp fitness tests, variable speed sine cycle for 1 hour, line screening test, and the system test. The errors were not replicated through these tests. While conducting the sftp fitness test there was an additional finding of the gravity balance test post sine cycle - sh (shoulder_max_imbalance) and gravity balance test post sine cycle (elbow_min_margin, elbow_max_imbalance) failing, but later passed after calibrations. As a result of this investigation, failure analysis has concluded that the slip ring and constraint were found to be the cause of the reported event and replaced the components.. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the reported system shutting off issue is attributed to issues with the slip ring and constraint components of the mtm. The customer replaced the components on the mtm to resolve the issue.